Event description:
According to the reporter, the resection was very low and difficult due to very large prostate. The anvil was inserted and pursestring tied fine. The device was inserted trans-anally. Squeezed handle but would only close about 5mm. Opened the device and the anvil had tilted but the device had not fired any staples. The pt had to have a abdominal-perneal resection to correct. Sex: unk. Procedure: anterior resection.